Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) review- the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit showed up and down movement in the lock, and the lock is ratcheting while in the unlocked position. Additionally, the index knob is cracked and not locking properly. Since slippage was involved with the clamp, the clamp was sent to quality engineering (qe), and further investigation by qe confirms the initial findings of the service & repair report. To resolve all issues, the index knob, disk ratchet and retaining ring will be replaced along with general maintenance and cleaning performed. Conclusion: the complaint is confirmed via inspection of the unit. The clamp is not locking securely, and the swivel lock was ratcheting in the unlocked position due to wear of internal components. Probable root cause is routine use and wear of the device. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2024-00121. A facility reported that the mayfield composite series skull clamp (a3059) was slipping during use and thinks the swivel lock is not locking. No information on patient injury or surgical delay has been provided. Additional information has been requested.